Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section a4 as the patient's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
An advocate from poland contacted on behalf of his son to report that their contour plus link 2.4 meter had only english and spanish languages as available options to be selected from the meter. The customer was able to perform testing. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The customer returned the suspected contour plus link 2.4 meter for evaluation. The serial number for the returned meter on the label did not match with the serial number in the customer service mode of the meter. The meter language setting selection had only two choices i.e. English and spanish. There was no record of completed test in the logbook. When attempting to perform testing with the returned meter using contour plus test strips, the meter produced an e84 error message indicative of software error. The software error caused the meter to reset the serial number in the customer service mode, logbook, the error logbook, and bolus history. The meter was unable to be connected to the reference insulin pump. The cause of the issue was due to a software error.